Event description:
The customer reported that the pump was programmed to infuse an unspecified chemotherapy medication at 204ml/hr over 1 hour. After it alarmed for ¿infusion complete¿ it was discovered that the bag was still full. There was no harm or effect to the patient.

Manufacturer narrative:
The customer¿s report that a bag of chemo did not infuse was not confirmed. Analysis of the pcu event log shows that an infusion of cytarabine 1840mg/250ml was programmed on (B)(6) 2015 at 3:26 pm to infuse at 250ml/hour. The infusion completed at 4:25 pm with a recorded volume infused of 240.504 ml. An infusion of etoposide 276 mg/690 ml was started at 4:29pm to infuse at 690 ml/hr. The infusion completed at 5:29 pm with a recorded volume infused of 690.094ml. The root cause of the reported event was not determined. No devices were returned for this investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.